Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple replace battery now alarms without getting a low battery alert. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. Customer stated the battery has to be changed within two days of inserting it. Customer was assisted with troubleshooting. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.